Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0728, # fda2014n0736-0015, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. She had period for 3.5 years, constant pain in her legs, hips, lower back, neck and abdomen. She looked 7 months pregnant. She experienced headaches always, every single day. They were so bad she has been to a neurologist. Sharp pains when she coughed or sneezed, no energy ever, non-stop itching, always agitated, depressed, no sex since (B)(6) 2013 to the time of this report. All she wanted to do was sleep. Her skin looked horrible, dry and itch non-stop. She went to a pain doctor frequently for her back, hips and legs. She had swelling in her legs more often than not. She no longer has ankles on most days. Her feet and skin burns most of the time. She had bursitis and used to get long needles pushed through her hip into her joint to relieve the pain and pressure. Her memory was gone; vision severely declined in the last 2 years. She had a pulse in her eyelids that makes she feel like she was going crazy as well as seeing stars way to many times. She sweats so badly at night. She felt as though she was being stabbed in her uterus with a knife. She has been seen for her thyroid, tested for arthritis, stomach issues in upper and lower gi tract, physical therapy to get her right hip to work again, countless times by the original obgyn regarding severe pelvic pain and bleeding. She was now having anxiety attacks. On (B)(6) 2015 she underwent a surgery. She has not bled since surgery. On (B)(6) 2015 the bumps on her arm, swelling in her feet and ankles and constant itching were gone. Her every day headaches were gone. She does still get the occasional migraine but she would take 1 a week over 1 every day all day. She has energy; her 5 years old daughter said she no longer look pregnant and was not as crabby. She has only been to her pain management therapy 1 time since she left the hospital. Her bursitis disappeared, which means no more long needles in her hip to relieve the pain. The injections were getting in her neck and shoulders also no longer needed. Her lower back pain was nowhere near as bad as it was. She was not waking up in the middle of the night with horrible leg pains just to smoke a bowl of marijuana. She was not tired throughout her day at work and she has so far had 2 full weeks at work. Her night sweats were gone; her face has cleared up again. Her vision was still bad and she still see stars, but she still needed to do a metal detox. She was not depressed or crying all the time. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (interpreted as genital bleeding) and severe pelvic pain. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer underwent a surgery. Considering that a positive temporal relationship is implied and given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention. Additionally, several non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 16-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (interpreted as genital bleeding) and severe pelvic pain. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer underwent a surgery. Considering that a positive temporal relationship is implied and given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention. Additionally, several non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.